Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen by the customer and that the customer has e-mailed the following information, "the patient was seen on (B)(6) 2025. Cardiology have discharged. Patient has turned down the sns amplitude and symptoms have subsided from the syncope perspective. We have checked the leads and patient is now due for 12 month review.".

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was implanted for urge fecal incontinence. They also indicated that in (B)(6) of 2025 the patient developed hot sweats, syncope and nausea (not associated with bowel movement) happening spontaneously. The patient had 6 episodes in total. The patient saw their general practitioner who advised them to turn the device off and referred the patient to cariology. The outcome was noted as being "sns turned off and symptoms subsided." The date that the device was turned off was not given. The device was switched back on and after 2 weeks at a lower setting of 1.2, the patient has had no further episodes. When asked if additional follow-up was done with cardiology, the rep noted that the "patient not under this trust for other care as it's not local to [patient]. Cardiology assessment done at [patient's] local trust. ECG showed changes, awaiting echo at present. No further symptoms reported as yet."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient who had permanent implant in 2023, has had episodes of hot sweats, nausea and then collapse 6 times over past 9 weeks. They saw healthcare professional (hcp) who said it could be related to implant and be vagal nerve irritation. They have switched off implant and things subsided. Patient has switched it back on and no issues so far. Patient also has had episodes of syncope previously but they stated this is due to severe pain when on toilet. Patient again instructed to switch off implant if occurs again. Also, patient referred to cardiologist for further investigations. (B)(6) 2025 e1 (for, rep): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that patients previous history : asthmatic. Tah, endometrial ablation, tonsillectomy. Nil episodes of syncope prior to sns, nil outcome from cardiology as yet as investigations only just completed, patient has chased. Nil further episodes of syncope since turning sns amplitude down to 1.2. Patient doing well currently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.